Event description:
It was reported that during the implantation of the humeral implant, by using the surgical technique the surgeon faced difficulties to place the insert on the corolla. When the insert was removed, it was noticed that the ring in the corolla was twisted. They wanted to change it but at the removal, the implant slid and fell. Another implant was used. There was no impact for the patient.

Manufacturer narrative:
(B)(4). No further information provided (x-rays, surgical report, photographs, lab test). The device has been returned to the manufacturer. The product analysis showed that inside the tess corolla, a part of the ring was twisted. The rest of the piece was inspected and no other issue was found. The material of the product seems correct. It can be noticed that the polyethylene insert does not cause the damaged observed on the ring. No x-rays, surgical report, photographs and lab test have been provided. The review of the device manufacturing quality record indicates that 11 products tess reversed corolla s1, reference (B)(4), batch 0001327058 were manufactured on (B)(6) 2019. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. The review of manufacturing process shows that the products are controlled at 100%. No other similar complaint has been recorded for tess reversed corolla s1, reference (B)(4), batch (B)(4) on the reported event within one year. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the implantation of the humeral implant, by using the surgical technique they faced difficulties to place the insert on the corolla. When they removed the pe, they noticed that the ring in the corolla was twisted. They wanted to change it but at the removal, the implant slid and fallen. They used another implant.